Event description:
The report indicated that the customer's bgs spiked significantly seven hours after activating a new pod resulting in high readings (287-331mg/dl). Multiple correction boluses were ineffective at lowering his levels. Feeling that the device "was not working properly," he deactivated the pod. It will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start new pod successfully.